Event description:
It was reported that the balloon membrane was "porous". The dr inserted the iab and when pumping began, balloon immediately filled with blood. The iabp also experienced alarms (type unk). Iab was exchanged. There were no reported pt complications.

Event description:
It was reported that the balloon membrane was "porous". The dr inserted the iab and when pumping began, balloon immediately filled w/blood. The iabp also experienced alarms (type uknown). Iab was exchange. There were no reported patient complications.